Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and ketoacidosis. The customer was taken to the emergency room and was hospitalized. The blood glucose reading was 434 mg/dl at the time of hospitalization. Caller stated that the customer's insulin pump was malfunctioning. Nothing further was reported.